Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced receiver asking for time and date. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and failed due to rtt loss . A global receiver functional test was performed and resulted in no failures related to the reported event. The device was opened and internally inspected, and passed. The reported event of receiver asking for time and date was confirmed. A probable cause could not be determined.